Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h4, h6, h11. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported having used the scope on a of patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the bronchovideoscope the suction and instrument channels tested positive for two colony forming units (cfus) of micrococcus/uteus microbes, less than 10 colony forming units (cfus) dermacoccus nishinomiyaensis and one colony forming units (cfus) of gordonia species microbe. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The bronchovideoscope had previously been used on three patients. This complaint captures patient 2 of 3.